Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot =device history reviewed 28 june 2019. 3 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search finds 1 additional report against the provided product and lot combination. Complaints received by cmw in the last 12 months for this issue ¿ by product code: 57. By product family: 130 (78x smartset mv, 52x smartset hv). DHR and complaints/ complaint trending reviews completed, no manufacturing or post-market action identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). H6 patient code: no code available (3191) used to capture the surgical intervention and medical device removal. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. These information has been reported in (B)(4) with an MFR number 1818910-2019-107640 . MFR number 1818910-2019-107640 has been retracted due to a duplicate of this MFR number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address malrotation and loosening of the tibial component at the cement to implant interface, cement manufacturer is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed 28 june 2019. Three unrelated non-conformance on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search finds 1 additional report against the provided product and lot combination. Complaints received by cmw in the last 12 months for this issue ¿ by product code: 57. By product family: 130 (78x smartset mv, 52x smartset hv). DHR and complaints/ complaint trending reviews completed, no manufacturing or post-market action identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.